Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12392. A review of the patient's medical records revealed new information. The patient's lead migrated and was explanted. However, the physician was unable to remove a small piece of lead due to the risk of the patient due to the location of the lead. Post-surgery the patient developed a fistula and chronic sacral drainage. The physician treated the patient with antibiotics.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.